Manufacturer narrative:
The device remains implanted in the patient therefore it can not be returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed the similar complaints relating to the complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The following instructions were reviewed commander delivery system with s3u thv, ce, device preparation training manual, and procedural training manual. Correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, in expectation of high friction, use short movements and push delivery system closer to sheath hub, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not overmanipulate the sheath at any time. Thv retrieval back into sheath tip. Ensure the delivery system is locked. Verify the flex catheter is completely unflexed. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not reuse the sheath, thv or delivery system once thv is retrieved. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: retrievability is based on preclinical testing. Vascular complications. Successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques. Aortic occlusion balloon. Iliac occlusion balloon. Reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU or training deficiencies were identified. As the complaint was unable to be confirmed, a complaint history review is not required. A risk assessment was performed on the reported event and the risk of difficulty or unable to navigate catheter through anatomy and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to introduce and navigate catheter through anatomy. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and or device training materials. The benefits of the system outweigh the risks associated with difficulty or unable to navigate catheter through anatomy. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks of the reported events. To address the issue, corrective action and preventative actions (CAPA) was initiated to drive corrective actions. The valve from this complaint event was manufactured prior to corrective action (part description number are reflective of old design), the occurrence rate did not exceed the april 2021 control limit for trend category. The risks outlined in the pra remain the same; the pra documents the potential for percutaneous intervention, which did occur during this event. The pra remains applicable and no further action is required. Corrective action and preventative actions (CAPA) has been initiated to capture further investigation and corrective preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. The CAPA is currently in control phase. Corrective action to implement new process controls for sapien 3 ultra apex coverage was implemented. The valve from this complaint event was manufactured prior to corrective action (part description number are reflective of old design). The reported event was unable to be confirmed. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU training materials revealed no deficiencies. As reported, high force was necessary at the beginning advancing the ds. When the system left the esheath, it could be seen that a stent strut was bent to the side. It is possible that the valve strut catches within the sheath during the delivery system advancement, and if excessive force was applied to overcome the resistance, it can result in the bent strut reported. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 12 cm while advancing the thv delivery system, and do not overmanipulate the sheath at any time. These patient procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. CAPA has identified potential areas for s3u design process improvement to mitigate against the failure. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. In this case, the reported vascular injury was likely caused by device manipulation during insertion of the devices may have contributed to the complaint event.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding an implant of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. High force was necessary while advancing the valve and ds through the sheath. Once the valve and delivery system were through the sheath, a bent strut was noticed on fluoroscopy. The operator attempted to pull the valve back into the sheath without success. Instead of removing the devices, the valve was carefully implanted with a good result. After removal of the sheath, a dissection became visible at the femoral artery. This was treated with a covered stent. No damage was noted on the sheath.